Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-08086 and 2134265-2017-08085. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ 6 imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician initiated the automatic pullback; however, motor drive unit 5 plus was not pulling back. Automatic pullback failure had occurred. No patient complications were reported.